Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for implant using an large flexnav delivery system. The annular dimensions of the native valve were perimeter 74.4mm, area 430.3mm2. The patient's right coronary artery (rca) was closed and low left anterior descending artery was less than 9.9mm. A wire was used for protection of the left coronary artery (lca) to ensure that lca stays accessible. The valve was implanted at a final implant depth of 3-4mm. After the navitor implant the patient was stable. Once the chimney technique was used for stent placement and the stent was released in the lad and the patient became unstable, there was no pressure in the patient. The first cardiopulmonary resuscitation (CPR) was given by nurses and second was done for 20min using a lucas machine. It was suspected of stent occlusion due to native leaflet. Extracorporeal membrane oxygenation (ECMO) was installed. The patient became stable. Due to multiple guide wires in the lca a dissection of the lad and perforation was noted the patient went to surgery to repair lad but passed away during the procedure.

Manufacturer narrative:
An event of perforation, occlusion, hypotension, vascular dissection, and death was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that a stent was implanted after implantation of the navitor valve. After the stent was released, the patient became unstable. It was suspected that there was stent occlusion due to the native leaflet, as the patient's blood pressure dropped. Due to multiple guide wires in the left coronary artery, a dissection of the left anterior descending artery and perforation was noted. The patient passed away during the procedure to repair the left anterior descending artery. The event and provided images were reviewed by an abbott senior director of medical affairs. Based on available information, the reported event appears to be related to procedural conditions (complications with multiple guide wires lead to vascular dissection and perforation, which resulted in death). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for implant using an unknown delivery system. The annular dimensions of the native valve were perimeter 74.4mm, area 430.3mm2. The patient's right coronary artery (rca) was closed and low left anterior descending artery (lad). The patient was waiting for a stent implantation after the navitor implant. Protection wires are put in the left coronary artery (lca) to sure that lca stays accessible. The valve was implanted at a final implant depth of 3-4mm. After the navitor implant, the stent was released in the lad and the patient became unstable, there was no pressure in the patient. The first cardiopulmonary resuscitation (CPR) was given by nurses and second was done for 20min using a lucas machine. There was a suspicion of stent occlusion due to native leaflet and extracorporeal membrane oxygenation (ECMO) was installed. The patient became stable. Due to multiple guide wires in the lca caused dissection of the lad and perforation. The patient went to surgery to repair lad. On the same day, the patient passed away.